Manufacturer narrative:
Based on the information provided on 07-feb-2018, kci is reporting this event due to the family member's report of the patient being admitted to the hospital allegedly due to a wound infection, however, as of 09-mar-2018, kci had no indication from the information provided to suggest that the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to either the admission or infection. Per records review, the patient was noted as high risk for infections, and the nurse observed the patient on (B)(6) 2018, and a significant decrease in the patient's wound measurements were noted. The family member reported that the activ.a.c.¿ ion progress¿ remote therapy monitoring system was to be re-applied once the alleged infection had resolved with no allegation of harm or injury related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci could not determine that the alleged event was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Based on the additional information obtained on 09-sep-2019, the physician's nurse could not confirm that the admission and subsequent surgical debridement with antibiotic therapy were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has deemed this event reportable based on the information received on 09-sep-2019. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
On 07-feb-2018, the following information was reported to kci by family member: the patient was admitted to the hospital due to an infection to the patient's ankle. The activ.a.c.¿ ion progress¿ remote therapy monitoring system is to be re-applied once the alleged infection has resolved. Records review provided on 04-jan-2018, noted the patient was high risk for infections with presence of comorbidities. Records review provided on 05-feb-2018, noted home health nurse observed the patient on (B)(6) 2018, which exhibited a significant decrease in the patient wound's length, width, and depth. No admissions, or emergency room visits were noted. Per kci records, activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on (B)(6) 2018, and was discontinued on 16-feb-2018. On 02-feb-2018, the following information was reported to kci by family member: vac therapy was still in use and working well. On 14-feb-2018, the following information was reported to kci by family member: the patient was admitted to a skilled nursing facility. On 09-sep-2019, the following information was reported to kci by the physician's nurse: the patient was admitted to operating room for surgical debridement and was placed on antibiotic therapy for a wound related infection. The nurse confirmed the infection resolved, and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was reapplied. The nurse could not determine if the infection was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. On 08-jan-2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On 16-feb-2018, the device was tested, per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.